Event description:
It was reported that patient underwent hip procedure in 1988. Subsequently, patient was revised in 2008, due fracture of the femoral stem.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Event date & explant date: 2008. Other - evaluation of returned device found evidence that failure mode was due to bending fatigue.